Event description:
During atrial fibrillation procedure, it was reported the signals suddenly disappeared in the middle of the procedure including both the body surface ecgs and all intracardial recordings from both carto and the ep recording systems simultaneously. The issue was resolved by exchanging the catheter. The procedure was completed without patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the electrical potentials were disappeared in the middle of the procedure from both carto and lab. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was evaluated for electrical resistance and current leakage and it failed on electrodes #2, #3 and #4. Catheter was also connected on the carto 3 and electrodes #2 and #3 were blacked out. Further examination revealed that the external insulation of the wires was damaged and the wires were found entangled. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition has been verified.